Event description:
It was reported that the user experienced an insulin delivery occlusion on an ilet system while using a 6 mm, 23 in infusion set, removed all supplies from the device, and then completed a full supply change with agent guidance, after which blood glucose began trending down. Symptoms included elevated blood glucose prior to resolution. Outcomes included transient interruption of insulin therapy with recovery following replacement of infusion supplies. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that insulin flow was obstructed and resolved only after infusion set and supplies were replaced. It was concluded that the event was consistent with an infusion set occlusion that resolved following supply change, with no further device performance issues observed after the intervention.